Event description:
Reportedly, the stapler was used to close the rectum, but the gun did not fire correctly. The staples did not fully release from the cartridge. The device appeared to have fired so the surgeon cut against edge of instrument causing the rectal contents to leak into the surgical cavity. The rectum was hand stitched but surgeon was not confident it would leak so another stapler was also used to close rectum.